Event description:
Impella CP was planned for insertion via right femoral artery in a 62-year-old male patient presenting with acute myocardial infarction/cardiogenic shock. The patient¿s comorbidities were coronary artery disease. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock stage E (extremis, indicating hypoperfusion and organ failure despite numerous interventions, according to SCAI shock algorithm), with pre-Impella interventions that included inotropes/vasopressors, and respiratory support.The Automated Impella Controller (AIC) was powered on as part of the initial preparation process. Multiple error messages appeared on the screen that included: ¿Impella Defective,¿ ¿AIC Failure,¿ and ¿Impella Connected¿, despite nothing being inserted into the AIC. The clinical team obtained a second AIC and proceeded with Impella insertion and initiation of support without incident.The patient was reported to have expired on Impella support several hours later.The patient's death is most likely contributed to the patients underlying clinical presentation of SCAI shock stage E, however due to the potential delay of therapy in this critically ill patient we cannot conclusively dissociate the device from the patient's outcome.

Manufacturer narrative:
A: Patient information with the exception of age is unknown. E: The initial reporter information is unknown. This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees, that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.